Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes pop off the acquisition device. No patient impact reported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one video for investigation, which was evaluated and shows the reported failure mode. Additionally, a total of 100 retained samples were visually inspected with no issues identified. Furthermore, 10 retained samples were further inspected with no visible defects. Functional tests were also performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes pop off the acquisition device. No patient impact reported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim. D3. Common device name: tubes, vacuum sample, with anticoagulant. E.1 initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.